Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be peeling from the pump. The buttons were found to be unresponsive. The contact buttons were found to be inverted. The battery compartment was also found to be cracked.

Event description:
The patient reported that the keypad buttons are less responsive. Reports the keypad is peeling. Patient denies cleaning or exposing to water.